Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to activate a response during testing. Was intermittently responsive during testing. During investigation, the up arrow, down arrow and ok key contacts were observed to be misaligned. All keypad buttons intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the buttons are hard to press. It was reported the pump has not been exposed to water.